Event description:
Paramedics attended to a person diagnosed as asystolic. The pt's down time was approximately 8 minutes prior to their arrival. External pacing was attempted using the device. The device allegedly failed to deliver pacing current to the pt. Subsequently, CPR and advanced life support drugs were administered to the pt and the pt converted to fine ventricular fibrillation. A countershock was administered and the pt converted to asystole. The pt was not resuscitated.